Event description:
A uswer facility reported that while using an intraocular lens (iol) delivery system four iols were damaged. It was reported that the pt's wound was widened in order to remove one of the damaged iols. It was reported that the damaged iols were due to the health care provider learning to use the device and not due to a device malfunction.